Event description:
The patient reported that in the last couple of months, they have felt their implantable neurostimulator (ins) moving around. The patient also stated that they are feeling stimulation in their legs, and not in their back. The patient expressed that they wanted to meet with their manufacturing representative. The patient was to follow up with their healthcare provider. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.